Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen was removed due to cerebrospinal fluid (csf) retention and fever after surgery on (B)(6) 2020. A (B)(6) year old male patient undergone a glioma reoccurrence procedure on (B)(6) 2020. The defective site was 15cm2. Duragen was made cut or notch and one duragen was used without fibrin glue. Primary suture was performed with a 3-0 thread. As a countermeasure for epidural hematoma, it was threaded on the center of duragen with fascia as bottom for central tenting. It was reported that it was placed with overlapping on dura mater more than 1cm. It was placed on tent. On (B)(6) 2020, it was found that the patient had cerebrospinal fluid (csf) retention and fever. The fever did not improved so the physician suspected infection and performed a revision surgery. There was no pus or infection noted. The duragen was removed and duraplasty with fascia was performed using avastin. The physician found that there was a dead space and duragen became pink, the part of thread was torn, and leakage was only from the torn part by performing a valsalva test. It was also reported that possible influence of this issue was that patient was having radiation therapy and immunodeficiency.

Manufacturer narrative:
Duragen was not returned for evaluation (per customer, not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. A medical assessment was requested, and the following was concluded: ¿the physician in this case tented the duragen centrally in order to obliterate any dead space and prevent an epidural hematoma. Tenting of dural grafts to prevent hematoma formation is common neurosurgical practice for many physicians. In this case, a csf leak developed from the area of the graft where the central tenting suture was passed. This is not a failure of the device - sutures can be used with duragen but it is well known that duragen does not have robust suture pull strength.¿ therefore, based on the information provided and medical assessment evaluation, the root cause is not attributed to a failure of the device, but related to the technique used by physician.